Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/17/2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed, however it was not possible to get the receiver to communicate with the global communication tool due to the "call tech support" error message observed on the receiver screen. The data log could not be retrieved because of the "call tech support" error. Customer complaint could not be confirmed because of the occurrence of the call tech support error.